Event description:
A report was received that the patient had infection at the pocket site. The symptoms included swelling and discomfort. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was either related to the procedure or patient's post-operative activity. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the pocket site. The symptoms included swelling and discomfort. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was either related to the procedure or patient's post-operative activity. The patient was doing well postoperatively.